Event description:
It was reported that the right ventricular lead had a history of high thresholds. The patient was asymptomatic to the issue. During a routine scheduled pulse generator change out procedure, the physician elected to explant and replace the lead. The procedure was completed successfully and the patient was stable following the procedure.

Manufacturer narrative:
(B)(4).